Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having itchy eyes, headaches and breathing problem. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of dust/dirt contamination, black and gray contaminant in the air inlet, iso port, top enclosure, front panel, rear panel, bottom enclosure, and blower seal on the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust or dirt, black and gray particulate, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
The following report has been updated for serious injury. Section "product problem" in box b has been updated to reflect adverse event. "Type of reported complaint" in box h has been updated/corrected to reflect serious injury. Product outcome code grid and health effect- impact code has been updated.